Manufacturer narrative:
(B)(4). Literature: MRI assessment of the tendon¿to¿bone healing after anterio rcruciate ligament reconstruction and related factors analysis.

Event description:
It was reported that on literature review, "MRI assessment of the tendon to bone healing after anterior cruciate ligament reconstruction and related factors analysis", at 18 & 24 month post-op the graft-ligament was noted to be broken for 2 patients at the femoral and tibial attachment points after surgery with a non-absorbable fixation device. It is unknown how the complication was treated. No further information is available.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.